Event description:
It was reported to medtronic minimed that the customer experienced calibration not accepted alert. The customer reported blood glucose value of 55 mg/dl and 365 mg/dl. The customer reported hypoglycemia treated with glucagon and hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-441ak, mmt-342, mmt-7040a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-441ak. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported getting a low alert and confirming it with a fingerstick to be 55mg/dl. Customer treated the low by eating 2 glucose tablets. Then, customer got a high blood glucose of 265mg/dl. Customer entered the blood glucose value into the pump but got calibration not accepted alert. There was blood at the sensor insertion site. Then, the blood glucose became 365mg/dl. Customer treated the high with the pump. Troubleshooting was done for the low and the sensor issue. Further troubleshooting was declined for the high. Pump was used within 48 hours of the low and high. Smartguard was not used at the time of the low or the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 (update narrative), h6 (heic as 4644 replaced with 4613 for harm 1912) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.